Event description:
It was reported incorrect device placement of implant occurred. A left atrial appendage closure (laac) was performed as part of a concomitant procedure with a bsc representative present. After pulse field ablation (pfa) with a non-bsc device was completed, the laac began using a watchman trusteer access system (was) and a 27mm watchman flx pro closure device & delivery system (wds). The rf wire was positioned in the left atrium (la), and the trusteer sheath advanced. During initial intracardiac echo (ice) imaging, a thrombus was detected on the rf wire (act >400, lap 11). The physician aspirated the sheath, successfully removing the clot (confirmed on back table). During the aspiration, repositioning of the devices (sheath, wire, ice) had occurred back toward the right atrial appendage (raa), however the team was unaware this shift in position in the anatomy occurred. Under ice and fluoroscopy guidance, the team advanced into an appendage. Contrast imaging (r40 caudal 40) appeared unusual; however, the bsc rep noted it resembled expected chicken wing morphology. A 27mm wds was deployed but deemed too large therefore a 24mm device was then deployed and met position, anchor, size and seal (pass) criteria. Despite atypical imaging, limited ice led the team to believe placement was correct. The device was released, and the procedure concluded. The next morning, x-ray confirmed the closure device had been mistakenly implanted in the raa. The physician team decided to leave the device in place and schedule a future procedure to close the laa.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60240 batch # 0037343048. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include use of device issue-user error (ectopic device deployment) (imaging and additional device required). Risk review: a risk review was completed and confirmed that the event of misplacement of device (user error) (ectopic device deployment) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported incorrect device placement of implant occurred. A left atrial appendage closure (laac) was performed as part of a concomitant procedure with a bsc representative present. After pulse field ablation (pfa) with a non-bsc device was completed, the laac began using a watchman trusteer access system (was) and a 27mm watchman flx pro closure device & delivery system (wds). The rf wire was positioned in the left atrium (la), and the trusteer sheath advanced. During initial intracardiac echo (ice) imaging, a thrombus was detected on the rf wire (act >400, lap 11). The physician aspirated the sheath, successfully removing the clot (confirmed on back table). During the aspiration, repositioning of the devices (sheath, wire, ice) had occurred back toward the right atrial appendage (raa), however the team was unaware this shift in position in the anatomy occurred. Under ice and fluoroscopy guidance, the team advanced into an appendage. Contrast imaging (r40 caudal 40) appeared unusual; however, the bsc rep noted it resembled expected chicken wing morphology. A 27mm wds was deployed but deemed too large therefore a 24mm device was then deployed and met position, anchor, size and seal (pass) criteria. Despite atypical imaging, limited ice led the team to believe placement was correct. The device was released, and the procedure concluded. The next morning, x-ray confirmed the closure device had been mistakenly implanted in the raa. The physician team decided to leave the device in place and schedule a future procedure to close the laa.